Event description:
It was reported to nova biomedical that a consumer while on vacation, drove himself to the hospital based on a higher than expected result of "hi" (greater than 600 mg/dl) on his blood glucose meter. According to the consumer, when the emergency room nurse tested his blood glucose on their unknown meter, getting an unknown low result. The consumer was treated with emergent food intake to raise his blood sugar level. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation, however, the test strips were used and did not have any left to send back for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.